Manufacturer narrative:
The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: symmastia. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "did not stay in place as the two sides converged together like a uniboob.¿ this record is for the left side. Device has been explanted.